Event description:
--

Manufacturer narrative:
Additional information noted that this patient was not able to come in for a replacement due to being hospitalized in another hospital due to a stroke. No further information is available at this time. Should additional information become available this investigation will be updated.

Event description:
-

Event description:
Boston scientific received information hat during a follow up a fault code of 1003 was displayed. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
-

Manufacturer narrative:
Technical services had reviewed the disk analysis which showed that an urgent device replacement was recommended as therapy may be compromised. Further analysis noted the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning. The device should be replaced and returned for analysis. Additional information received noted that a device replacement has been scheduled.